Event description:
Customer's sister reported that she arrived at the customer's home and found the customer with symptoms of hypoglycemia. Sister did not know how to use the customer's advantage system, attempted unsuccessfully to use it to check the customer's blood glucose. The customer began to have a seizure, and the sister called paramedics. The customer was described as, "passed out for a total of about 20-25 minutes." Paramedics arrived, treated with 2 teaspoons of sugar and a glucose injection, customer regained consciousness about 15 minutes later. Paramedics tested her bg as 61 mg/dl. Customer then ate a peanut butter and jelly sandwich and drank two cups of apple juice. A friend of the customer then drove her to an emergency room, from which the sister called MFR's product support agent. Sister's inability to use the meter caused delay in treatment. There is no info to suggest that the serious injury was caused or contributed to by a malfunction the device. A request was made for the return of the device and a replacement was sent.